Event description:
It was reported at the end of an atrial fibrillation (afib) procedure, the patient became hypotensive when coming off of isuprel. A pericardial effusion and tamponade were noticed on the intracardiac ultrasound. A pericardiocentesis was performed and 475 cc of fluid was removed from the pericardial space. The patient was stabilized and admitted for observation. Upon request for additional information from the bwi field representative, details were provided on the event. During the case, the physician did not notice any abnormal signals and act maintained above 300. At the end of the case, the physician noticed there was a tamponade. The physician thought the tamponade occurred when he was in the right atrium towards the end of the case as the blood saturation that was pulled off was low and therefore venous. A periocardiocentesis was performed. The rf generator was set to power control mode at 40 watts with the flow setting was at 15. There was no difficulty in manipulating the catheter. The lamp sheath was used during the procedure. The physician mentioned it was not as life threatening as there was not that much fluid. The patient's updated health status is that he has been discharged.

Manufacturer narrative:
(B)(4). It was reported at the end of an atrial fibrillation (afib) procedure, the patient became hypotensive when coming off of isuprel. A pericardial effusion and tamponade were noticed on the intracardiac ultrasound. A pericardiocentesis was performed and 475 cc of fluid was removed from the pericardial space. The patient was stabilized and admitted for observation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation tests were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: product #: carto 3 system; mfg #: m-4800-01; serial #: (B)(4); product #: coolflow pump; mfg #: m-5491-02; serial #: (B)(4); product #: stockert; mfg #: m-5463-01; serial #: (B)(4); product #: c3 nav variable lasso; mfg #: d-1290-01-s; lot #: 15645330l. (B)(4).